Event description:
It was reported that before use customer noticed that the foley catheter had a green end said size 14 but the box said 16. Patient had allergies so had to be careful what catheters they are using and concerned about the size being too small for them. Per follow up information received via ibc on (B)(6)2024, stated that the customer confirmed they ordered size 16fr. The box said they were size 16fr but the product itself appeared to be size 14fr.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect/ missing translation, missing instructions. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer noticed that the foley catheter had a green end said size 14 but the box said 16. Patient had allergies so had to be careful what catheters they are using and concerned about the size being too small for them. Per follow up information received via ibc on 17jul2024, stated that the customer confirmed they ordered size 16fr. The box said they were size 16fr but the product itself appeared to be size 14fr. Per follow up information received via ibc on 29aug2024, customer confirmed that the patient was female they found this male catheter more comfortable.